Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller would beep with no visible alarm for the patient randomly on a regular day. The controller was exchanged. Originally the clips and batteries were exchanged by the vad team, but the patient still experienced beeping. The system controller was then exchanged, but the patient still experienced beeping, and the batteries were exchanged again and the bleeping resolved. Further information states that the patient made a complaint about the vad team in regards to not coming up with a solution to resolve the bleeps. The patient tried 8 new batteries borrowed from a friend who also has a vad. This resolved the bleeping. The patient then requested new batteries from the vad team. They provided these and 1 battery had an error code. The patient refused to use these batteries and proceeded with a complaint about the vad team. A log file analysis showed a couple of low power advisories on (B)(6) 2020 at 11:28 that appeared to be due to a brief weak connection between the battery and clip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was returned for evaluation following the reported event of a controller exchange in response to random alarms. It was reported that the random alarms continued after the controller was exchanged, but were resolved by exchanging the 14v batteries. The random alarms are addressed via the 14v battery investigation (B)(4). The submitted log file and log file downloaded from the returned controller contained approximately 4 days of data combined (B)(6) 2020 per the timestamp). The log files captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion due to the rsoc voltage dropping while connected to 14v batteries; these alarms are addressed in the 14v battery investigation. The driveline was disconnected on (B)(6) 2020 at 15:05:37 to exchange the system controller. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 01jun2017. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.